Manufacturer narrative:
Zimmer biomet complaint (B)(4). Patient weight: not provided. Event date: not provided.

Event description:
It was reported that implant (tsv4b10) fractured and it was removed. Tooth location 19.

Manufacturer narrative:
One tapered screw-vent implant (tsv4b10) was returned for investigation. Visual evaluation of the as returned product identified a fractured collar. Additionally, there was bone residue around the external threads due to usage. Functional testing could not be performed since the product was fractured. No pre-existing conditions were reported on the per. The reported device had been placed on tooth #19 for approximately 2 years. X-ray or picture image was not provided. DHR review was completed for the subject lot number (63854749). It was confirmed that all operations and inspections were executed as per applicable procedures. No deviations or non-conformances, which could have caused or contributed to the reported event were noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was completed for the subject lot number (63854749) and no other complaints about nonconforming products were identified. May post market trending was reviewed and there were no actionable events or corrective actions for the reported event or product. Therefore, based on the available information, device malfunction did occur and the reported event was confirmed. . Based on the investigation, risk review and IFU, the most likely causes determined from the investigation are long term parafunctional habits of the patients (e.g. Clenching, bruxism and overloading). The following sections have been updated: date of this report; unique identifier (UDI) number; expiration date; date received by manufacturer; checked "follow-up"; checked follow-up type; device evaluated by manufacturer; entered evaluation codes; added manufacturer narrative.

Event description:
No further event information available at the time of this report.